Manufacturer narrative:
(B)(4). Results: (vessel morphology); (kink); (reinsertion of kinked device). Conclusion: (vessel morphology); (reinsertion of kinked device).

Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. Aortic neck was 18 mm long, reverse funnel shaped with a 26 mm diameter at the renals and 21 mm in diameter above the aaa, had 45 degree angulation, and mild calcification without thrombus. Vessels were moderately to severely calcified and about 11 mm in diameter. The talent bifur device was first tried on the right side, but could not be advanced to the aneurysm due to the vessel morphology. The right common iliac was ballooned, and advancement was tried again without success. There was excessive force applied to advance the device, which caused a small bend in the graft cover. Advancement was then tried on the left side without success; the left side was ballooned, but advancement was still unsuccessful. The first device was removed and discarded. A second talent device was then able to be advanced without issues to complete the case. No clinical sequelae were reported, and the pt is fine.